Event description:
It was reported that the pt was explanted and reimplanted in 2007 with a new advanced bionics cochlear implant. Advanced bionics is investigating this event, and will submit a MDR supplement when additional info becomes available.